Manufacturer narrative:
Describe event or problem, relevant tests/lab data, other relevant history, patient codes, device codes updated. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-05211. It was further reported that in (B)(6) 2011, the patient was referred for cardiac catheterization which revealed chronically occluded lesion. Three (3) days post index procedure, the patient was discharged on aspirin and clopidogrel. Adjudication results have identified stent thrombosis as a possibility.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-05211. (B)(4). It was reported that death occurred. In (B)(6) 2011, the index procedure was performed. Target lesion #1 was located in the mid right coronary artery (rca) with 99% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 mm x 20 mm and a 3.50 mm x 28 mm promus element stents, resulting to 0% residual stenosis. In (B)(6) 2015, the patient died.